Manufacturer narrative:
The product was not returned for analysis. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal temperature controller instrument, but the information could not be obtained to confirm cleaning and water usage protocol are in accordance with the operator¿s manual which specifically recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during setup this bio cal temperature controller instrument had a liquid level sensor error. Use of the instrument was unspecified and there was no resulting adverse patient effect. Medtronic service informed customer that medtronic no longer service this device. Customer declined end of life letter. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.